Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction e216 (scope communication error code) is damage or deterioration of parts during handling; environmental factors such as dust, dirt, humidity, or ambient light; optical issues; compatibility issues; thermal issues; or electrical problems such as signal loss or circuit breakage. For the other malfunctions horizontal stripes (interference waves) appearing on the image during angulation adjustment and blackout the most probable cause was determined to be a component failure. Rust at the control body also occurred. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited image error e216 (scope communication error code), horizontal stripes (interference waves) appearing on the image during angulation adjustment, blackout, and rust on the control body. There was no patient involvement.